Event description:
It was reported that the home patient (hp) had connected to the patient line during the prime phase on the home choice (hc). The care giver (cg) stated the hp had then pressed go and the hc went to open clamps and connect bags. The technical service representative (tsr) advised the cg to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report of a use error, where the patient connected to the patient line during the prime phase. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide also warns the user that connecting yourself before "connect yourself" can cause air to be delivered to the peritoneal cavity. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.